Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: complaint is not confirmed - no issues observed. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement, when applying a skull clamp to a patient if the 80# torque knob is already screwed 3/4 of the way into the ratchet arm the knob will bottom out before the proper pressure can be achieved. This could be why unit would not reach proper pressure. When this unit was properly positioned and put under pressure the unit function properly. General maintenance and cleaning was required. This device was manufactured on march 31st, 2012 and a review of dhrs containing lot code 121 showed that the following lots passed the required inspection points without reworks, mrrs or variances. Service history: date of repair: 07/11/2014; reason for repair: routine maintenance, date of repair: 03/12/2014; reason for repair: routine maintenance. A two year lookback in trackwise for this reported failure and or related for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: in summary the end users reason for return could not be duplicated as the device passed all functional inspection requirements. It could be that the 80# torque knob was already screwed 3/4 of the way into the ratchet arm and in this instance the knob will bottom out before the proper pressure can be achieved.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The mayfield clamp pressure gauge dropped from 50 lbs, to 40 lbs, during a case. There was no pt injury. Add'l info was requested and as per customer, no other add'l info was known.